Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer mentioned that one scope works in other rooms. The customer asked if there was a software update that was required. Tac mentioned that no software update was required and advised troubleshooting the situation. The customer was not in front of unit at the time of call and opted to call back later. The customer called back and verified that the 190 scopes worked on the tower and displayed image however, the tjf-q180v scope did not work. The tjf-q180v worked on another tower and the customer exchanged the maj-1430 with a known working one but failed to obtain image using the suspect cv-190. The customer inspected the cv-190 socket and did not see any visible debris or damage. Tac concluded that the unit would need to be sent in for evaluation and repair. Tac offered to transfer the call to the repairs department but the customer declined initiating an RMA and opted to call back at a later date. The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center is having issues communicating with the ecrp scopes. A follow up was made and the customer confirmed that no image was obtained with the tjf-q180v scope. The event occurred during preparation for use and the patient was moved to a working room. This report is to capture the reportable malfunction that was reported during the follow up call. There was no patient involvement, no harm or user injury reported due to the event.